Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female who underwent primary breast augmentation with a 535 cc mentor memorygel breast implant experienced left sided baker¿s grade IV capsular contracture, and right-sided rupture post procedure. The capsular contracture was diagnosed by a physician via physical examination. The patient has MRI examination scheduled on (B)(6) 2020 to rule out rupture. Left side has a confirmed baker grade IV capsular contracture with patient experiencing pain in the left breast and cold to the touch. The MRI examination confirmed right side rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).